Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that erroneous results were reported outside of the laboratory for one patient sample tested for bilt3 bilirubin total gen.3 (tbil) and direct bilirubin gen. 2 (dbil). Neither the dbil reagent no a similar reagent is sold in the united states. No problems were found with other tests performed on the sample. The first sample, in a false bottom tube, initially resulted as 0.23 mg/dl and this value was reported outside of the laboratory. The physician complained that the value was abnormal. A second sample was collected from the patient in a lithium heparin tube and this sample resulted as 14.77 mg/dl. The first sample was then repeated on (B)(6) 2017, resulting as 13.52 mg/dl. No adverse events were alleged to have occurred with the patient. The tbil reagent lot number was 154153, with an expiration date of 12/31/2017. The probe and washing unit of the analyzer appeared normal. Based on the provided information a general reagent problem could be ruled out since calibration and controls were acceptable. Based on available data, it is likely a pre-analytic handling issue was the root cause of the issue. Based on the reaction monitor of the affected result, it is likely there was not enough sample pipetted. Centrifugation time of the sample was too low. The alarm trace from the day of the event provided no relevant information. Clot detection was activated on the analyzer.